Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit supply pressure bar decreases as time passes and the cylinder connection part shakes. The issue was found during maintenance of the device. There were no reports of patient involvement.